Event description:
It was reported to lifecell that a total open capsulectomy, removal of saline prosthesis and placement of silicone gel prosthesis to left breast were performed on (B)(6) 2014. Additionally, a right breast reduction mammoplasty, bilateral implantation of strattice grafts for soft tissue reinforcement and insertion of pain pump were completed. Strattice graft sp100105-086 was implanted on the right side and graft s11275-023 was implanted on the left side. Approximately two weeks post operatively, fluid drained from right breast was brownish in color. A pathology report showed two strains of moderate stenotrophomonas maltophilia, two strains of coagulase negative staphylococcus, and diphtheroids. On (B)(6) 2014, the strattice from the right breast was explanted.

Manufacturer narrative:
Our investigation of lot sp100105 includes: method of evaluation: review of the device history records, review of the reported information, and review of the lifecell complaint system for any other complaints reported to lifecell against devices distributed from lot sp100105. (Updated) results of evaluation: review of the device history records revealed that no deviations occurred in association with the event during production of lot sp100105. The lot met acceptance criteria for qc release. Records indicate e-beam doses for the lot were within process parameters. Dose audit for the sterilization process was acceptable. Results of bacterial endotoxins testing were acceptable. To date, no other complaints have been reported to lifecell against lot sp100105. (Updated with correction) to date, of the (B)(4) devices processed for lot sp100105, (B)(4) devices have been distributed with (B)(4) devices reported to be implanted. (Follow up #1) updated conclusion: based on our internal investigation into the lot processing history with no deviations related to the event, the strattice device met qc release criteria. A query of the lifecell complaint system revealed no other complaints against the lot. We conclude that the event is unlikely related to the device. The event is likely related to the patient's condition as b&b gram stain shows gram positive bacteria only at the tissue edges focally - suggestive of artifact.

Event description:
As filed previously, it was reported to lifecell that a patient underwent a total open capsulectomy, removal of saline prosthesis and placement of silicone gel prosthesis of the left breast on (B)(6) 2014. In addition, the patient underwent right breast reduction mammoplasty, bilateral implantation of strattice grafts for soft tissue reinforcement and insertion of pain pump. Approximately two weeks postoperatively, fluid drained from the right breast which was brownish in color. Cultures were obtained and showed two strains of moderate stenotrophomonas maltophilia, two strains of staphylococcus, and diphthoroids. On (B)(6) 2014, strattice from the right breast was explanted.

Manufacturer narrative:
Our investigation of lot sp100105 includes: - method: review of the device history records, review of the reported information, and review of the lifecell complaint system for any other complaints reported to lifecell against devices distributed from lot sp100105. - results : review of the device history records revealed that no deviations occurred in association with the event during production of lot sp100105. The lot met acceptance criteria for qc release. Records indicate the lot was irradiated within process parameters. Dose audit for the sterilization process was acceptable. Results of bacterial endotoxins testing were acceptable. - to date, no other complaints have been reported to lifecell against lot sp100105. - to date, of the (B)(4) devices processed for lot sp100105, (B)(4) devices have been distributed with (B)(4) devices reported to be implanted. Conclusion: based on our internal investigation into the lot processing history with no deviations related to the event and a query of the lifecell complaint system with no other complaints against the lot, the strattice device met qc release criteria. We conclude that the event is unlikely related to the device. Due to lack of clinical information, this event is reported in an abundance of caution. Device not returned for evaluation.